Event description:
The facility's nurse reported to baxter (B)(4) that a catheter extension set had tubing separated from the male luer during patient use. There was patient involvement, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A sample was available for evaluation. A visual inspection was performed revealing a separation at the joint between the tubing and 1 piece male luer lock confirming the reported condition. Also, there was a hard solvent ring on the tubing. The coated solvent tubing length was measured and found to be 0.354" against the minimum length as per specification (1610m) of 0.3125". The tubing outer diameter and male luer internal diameter were measured and found to be within specification. The root cause of this condition was undetermined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown.